Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to corroded electronic assembly. The pump was received with cracked case, cracked battery tube threads and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they jumped into water and there was a crack on the insulin pump leading to blank display. The customer's blood glucose level was 13.6 mmol/l. The customer reported that the battery compartment and the spring were intact. The customer cleaned the battery cap but the insulin pump was still not working. The device will be returned for analysis.